Event description:
It was reported that through radiographic eva,l the tm glenoid was identified as being fractured. The pt has complaint of a little pain, but has continued to perform his daily activities which include playing golf four times per week. The surgeon has decided that no surgical intervention is required.

Manufacturer narrative:
Investigation in process.